Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was delivering a bolus of ns 1000 cc and 200 cc still left in bag at a rate of 999ml/hr during patient care. It is unknown if this was the result of an overfilled bag, or if it was an underinfusion. It was also reported there was no patient injury.